Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Analysis of the tip, distal shaft, collar, and hypotube included microscopic and visual inspection. Inspection revealed a partial separation of the distal shaft and the collar, and distal shaft damage (flattened) for 6mm at the collar area. Inspection of the rest of the device found no other damage or defect.

Event description:
Reportable based on device analysis completed on 22mar2021. It was reported that the device could not cross lesion. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified distal of left circumflex artery. A 6f guidezilla ii catheter guide extension was selected for use. At the end of the procedure, it was noted that the device could not cross due to severe calcification in lesion. The procedure was completed with another of same device. No patient complications were reported and patient was stable post procedure. However, device analysis revealed that there was a partial separation of the distal shaft and the collar.